Manufacturer narrative:
(B)(4): pt's outcome was not provided by reporter. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Evar performed (B)(6) 2011. Final angio revealed a type ia endoleak. Ballooning and placement of a main body extension did not resolve the endoleak. The act was 280. The physician decided to take a wait-and-see approach. The device was used off-label due to anatomical exclusion (inverted funnel shape neck). The physician stated that the endoleak was inevitable because of the pt's anatomy. Excessive anticoagulation may have exacerbated the endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair. The pt's anatomical form was not suitable because the proximal neck was inverted funnel shape, but the access route vessels had no notable problems. The procedure was consisted of placement of a mainbody and two iliac leg grafts with ballooning using other MFR's balloon catheter, and the final confirmatory angiography showed major proximal type I endoleak. Add'l ballooning was repeatedly performed, but the leak would not be gone completely. Then the physician ballooned using another MFR's balloon catheter, but the leak still persisted. The leak still persisted even after add'l placement of a body extension, however, the physician decided to take a wait and see approach and completed the procedure. Act was 280 and no images will be provided to assist in this investigation. The pt's condition is unk as not provided by reporter.